Event description:
It was reported that tip detachment occurred. The target lesion was located in the liver. A direxion? Hi-flo? Device was selected for use. During insertion, the tip of the device was noted to be fractured. The procedure was completed with another of same device. No patient complications were reported as a result of this event. The patient was stable post-procedure.

Manufacturer narrative:
E1: initial reporter facility name: the affiliated hospital of north china university of science and technology e1: initial reporter phone: (B)(6) g4: premarket / 510(k): (B)(6)